Manufacturer narrative:
Additional information: h3-device evaluation- lens returned in a micro-centrifuge vial with moisture. Visual inspection found haptic torn. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.7mm, vticmo13.7, -12.0/1.5/084 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for a shorter length lens due to excessive vault . This exchange resolved the problem.